Event description:
Event description guidant received information that upon interrogation, this cardiac resynchronization therapy defibrillator (crt-d), implanted 5 months, displayed a battery voltage of middle of life 2 (mol2) at 2.57 v. The lead impedances are normal and no tachy therapies have been delivered. There is a concern that the battery is depleting more rapidly than expected. Guidant received subsequent information that the device was explanted and will be returned for analysis. ,